Manufacturer narrative:
Batch records were analyzed and no abnormalities were found during review of production and inspection records of lioli iol delivery system, model: lioli-24, lot: gacm6009. Initial reporter indicated that there was video of the event available from the surgeon involved, however, after multiple follow-up attempts, it has not yet been provided. Initial reporter also indicated that the surgeon would return the device involved, however, at the time of this report, it has not been received. To date, no additional information has been provided.

Event description:
Initial reporter stated that a user experienced kickback from lioli iol delivery system plunger during lens insertion which resulted in iris prolapse and discharge from primary incision, and that the surgeon is monitoring the patient for possible cataract development.